Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was initially reported on (B)(6) 2021, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated because of the inaccuracies, he has been under dosing insulin. He has experienced inaccurate values for the past 7 ¿ 8 months, and usually on day 5 or 6 of the sensor session. At the time of the report on (B)(6) 2021, the patient¿s cgm displayed 280 mg/dl; but his bg was 365 mg/dl. The patient reported that on saturday, (B)(6) 2021, he lost consciousness and was found by his housemates who called emergency medical services. He was transported to the hospital and his bg upon admission to the emergency department was over 600 mg/dl. He was admitted for diabetic ketoacidosis (dka) and treated with IV insulin and IV fluids. He was released from the hospital on (B)(6) 2021. The patient confirmed that he has discontinued the use of the dexcom system. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
At the time of the report on (B)(6) 2021, the patient¿s cgm displayed 280 mg/dl; but his bg was 365 mg/dl.

Manufacturer narrative:
(B)(4).